Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during the proximal femoral nailing antirotation (pfna) implantation procedure, during the insertion of the pfna blade into the protective sleeve, the surgeon did not line it up correctly and the blade cold-welded to the protective sleeve. The surgeon was able to remove the entire sleeve and blade and open another set to complete the operation. Also during the procedure, when locking the blade into the nail, the pfna blade impactor handle broke. There was a surgical delay of approximately five (5) minutes due to the reported event. There was no patient harm. Concomitant parts reported: 1x unk nail, part unk, lot unk. This report is 1 of 3 for (B)(4).